Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms during manual prime. The blood glucose at the time of the incident was 350 mg/dl. During troubleshooting, the customer stated that insulin did not exit the tubing after disconnecting and reconnecting the infusion set and reservoir. He did not have another set to change. The customer called back later and stated he resolved the alarm. The customer stated that the alarms have been occurring more frequently and it usually happens when opening a brand new bottle of insulin and filling the reservoir for the first time. The reservoir will not be returned for analysis